Manufacturer narrative:
The returned device was evaluated and the failure of stripped tulip head threads was found, which is in addition to the reported bent. The threads were damaged because the tulip splayed open. The cause of the tulip splaying open is likely attributed to either not using the counter torque wrench, or not having the end of the wrench fully seated over the tulip and against the rod during final tightening. There are no indications of manufacturing issues which would have contributed to this event.

Event description:
It was reported that during the procedure the tulip head of the screw was widening while the blocker was being installed, causing the blocker to be cross threaded. The damaged screw was removed and replaced with an alternate, while the blocker was successfully reused an implanted properly to complete the case. However, device evaluation by a zimmer biomet employee also found the threads of the tulip head to be damaged in addition to it being bent.